Manufacturer narrative:
Approximate age of device - 27 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the customer requested to have the patient¿s routine log file evaluated. The manufacturer's technical service reviewed the log files and during analysis some intermittent power and flow elevations were observed on multiple dates which returned near the baseline on (B)(6) 2018. On (B)(6) 2018 it was reported that the patient's current condition has not changed. Patient was placed on argatroban but it has not resolved the power and flow elevations. Elevated ldh and hematuria were observed. Future plan of care for the patient was signaling for a potential pump exchange. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Analysis of the log file that was provided by the account confirmed a transient pump power and estimated flow elevation. Although a specific cause for this finding could not conclusively be determined, some of these elevations appeared to be associated with pi event. The log file did not capture hazard alarms and the majority of the data consisted of routine power source exchanges. Intermittent pump power and estimated flow elevations were captured in the file, some of which appeared to be associated with pi events. The pump speed remained above the low-speed limit and the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. This IFU also outlines the recommended anticoagulation therapy and inr range. The hmii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and notes that pi events can occur due to sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed developed and ingested thrombus formations that could have contributed to the reported elevated pump power/flow, ldh (lactate dehydrogenase), and plasma-free hemoglobin. A specific cause for the patient¿s hematuria could not be conclusively determined, and a direct correlation with (B)(6) could not be established through this evaluation. The submitted log file was reviewed, which found that the pump operated at the set speed without issue. Slight power/flow elevations were intermittently captured through the log file as high as 7.9 watts (w)/11.9 liters per minute (lpm). The system appeared to be operating as intended, and there were no notable alarms active in the log file. The pump was returned assembled with the driveline cut approximately 20¿ from the pump housing, and the distal portion of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief. Upon disassembly of the pump, depositions were found surrounding the inlet bearing cup/ball. The depositions were tissue-like in nature, denatured, and displayed laminated layering, suggesting that they developed in the pump over an undetermined amount of time while the pump was operating. Examination of the rotor revealed a non-laminated deposition with some areas of loosely-coagulated blood, situated in-between the proximal ends of two rotor blades. The lack of laminated layering and structure suggests that the deposition did not initially develop on the rotor. A root cause for the development of this deposition and a timeframe for which it was present in the pump could not conclusively be conclusively determined through this evaluation. Examination of the outlet stator also revealed a deposition situated in-between the outlet bearing ball and stator blades. The formation was tissue-like in nature and lacked laminated layering, suggesting that it did not initially form in the outlet stator. The origin of the deposition and a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. The observed depositions found in the pump could have contributed to the reported elevations in pump power/flow, ldh, and plasma-free hemoglobin. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis, as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported via device tracking that the patient underwent a pump exchange on (B)(6) 2018 due to noted thrombosis. No other unusual events reported. The patient presented to the hospital on (B)(6) 2018 with hematuria, elevated lactate dehydrogenase(ldh) & plasma free hemoglobin(pfhb), subtherapeutic inr & elevated power and flows. A ramp study was conducted and as the rpm's increased pi and power did as well. However, flow stayed consistent. An argatroban drip was started but did not resolve the issue.